Manufacturer narrative:
(B)(4). The initial evaluation confirmed the reported condition. A CAPA has been opened to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor leaked during filling. The device was being filled with a solution of fluracedyl. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter received one sample for evaluation. Visual examination noted fluid in the housing indicating a leakage occurred. Further visual examination revealed that the cause of the leakage was a ruptured reservoir. No other observations were noted on the unit. Should additional relevant information become available, a supplemental report will be submitted.